Event description:
Boston scientific crm received information that during a follow up visit, it was noted this right ventricular lead displayed poor sensing and increased threshold measurements. In addition, as the lead had not been implanted into the tissue well; the lead appeared stretched. It was thought this lead may have microdislodged. Impedance measurements were within normal limits. A revision procedure was performed, the lead was successfully repositioned, however difficulty was encountered during the procedure as the lead was adhered to the trabecula. Measurements post operatively were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. Should additional information become available, this event will be updated.